Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with product. Device analysis: the weight the device within specification, crease flat, deformation and white particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No were observed openings on the device.

Event description:
Healthcare professional reported exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture. Device has been explanted. Affected side unknown.